Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, a review of the alarm log, and resistance testing were performed. During resistance testing, the power cord was found to have a resistance that was out of specification. The cause of the condition was determined to be a damaged power cord. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, the power cord of a flo-gard infusion pump power cord was found to have out of specification resistance. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.